Event description:
On (B)(6) 2012, at the (B)(6) hospital in (B)(6) it was reported that 50 minutes after the start of cardiac surgery the 01970110 quadrox-I oxygenator with filter (lot number 70078745) had a large volume of blood leaking from the various points in the recommended luer lock port for blood sampling as well as from venous inlet port luer lock. The customer elected to replace the device. There was no patient impact. Note: there are two events reported in the complaint (B)(4) associated with the above. Refer to MFR report# 8010762-2014-01168 for the other event. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory. The leakage occurred due to a crack at the luer of the blood inlet connector. The cause was attributed to internal stresses in the material. The production staff was informed of the failure and a change to the molding tool was initiated to reduce the appearance of cracks. (B)(4).